Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that the programmer had a short circuit. This programmer would be returned for repair. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the programmer was thoroughly analyzed. Additional information indicated that the allegation was not confirmed. There was no power supply anomaly found. The programmer functions were tested and interrogated different devices without trouble. However, touch screen had dents. The programmer was repaired and sent back to the field.